Event description:
Complainant alleged that while treating a pt (age & gender unk) the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that the pt subseqently expired.